Event description:
It was observed. That during, the device inspection. The colonovideoscope exhibited a nozzle blockage, due to foreign matter of unknown origin. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the subject device being sent to olympus without conducting or completing reprocessing at the user facility. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). The user can detect/prevent the suggested event by handling device in accordance with the following IFU: IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.